Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, perhaps illness requiring steroids, perhaps compromised immune resistance.